Event description:
An 85 y/o m admitted for transcatheter aortic valve replacement due to severe aortic valve stenosis. During the procedure, the balloon on the device ruptured. The valve was seated without difficulty. However, when removing the sheath, the balloon became lodged in the femoral artery. The cv surgeon was on standby and did an arterial cut down after the patient was intubated. Once he identified the impacted balloon, the surgeon felt that vascular surgery was more appropriate to remove the balloon. Vascular surgeons responded and removed the balloon; the cv surgeon closed the wound.